Event description:
It was reported that this patient's device was interrogated and high impedance was observed. No trauma was reported, the patient¿s device was disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that this patient received a lead only replacement due to high impedance. The explanted lead was disposed of after surgery. No other relevant information has been received to date.